Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Upon device interrogation prior to the explant procedure, it was noted that the device had reached end of service on (B)(6) 2019. The device was unable to use wireless radio frequency (rf) telemetry to be interrogated. The device was explanted and replaced. The patient was not dependent and was stable throughout the event.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.